Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were issues getting telemetry between the implantable pulse generator (ipg) and remote monitor. Troubleshooting steps were taken to no avail. The caller was referred to the clinic for a device check. The monitor is expected to be replaced and the ipg remains in use. No patient complications have been reported as a result of this event.